Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single-lumen umbilical vessel catheter. The customer reports that there was leakage on the catheter, 2cm just below the molded strain relief on the extensions. The customer further reports that betadine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was inserted (B)(6) 2014 in the umbilical artery. The uvc was in continuous use. Ns with heparin was used to flush the lines using a 1unit/ml with a 5ml syringe. Nothing was used to clean the device or the catheter tubing. The uvc was removed the same day, (B)(6) 2014 and replaced with another 3.5 fr ua catheter. The status of the patient is critical.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was returned to the manufacturing site for review. It was found that there was a hole in the uvc catheter at the base of the luer fitting. With the available information, the most probable root cause could be considered as misuse (leak could be caused more likely due to excessive force or a sharp object). The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4) ((B)(4)). Lot 357066 was released on (B)(6) 2013. The DHR review indicated that there was no quality issues associated with this defect mode. The lot involved within this complaint was manufactured on (B)(6) 2013 prior to implementation of special 510k#(B)(4). Under special 510k#(B)(4), covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone.